Event description:
In 1997 a morcher capsular tension ring was placed in left eye. In 1999 it displaced in eye and a surgery was performed to remove it. When the ring displaced damage was done to the interior of the eye. Pt had 7 surgeries in the eye and no longer has vision in it. At the time the morcher ring was placed in the eye pt was not informed it was in a clinical trial and not yet FDA approved. It was years later that as pt did some research pt found this out.